Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. Due to ultrasonic vibration, the scratches were generated on the probe. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy, 1-2 cm of the blade (grip section to the probe tip) fell off into the patient's uterus. The fallen piece was retrieved with forceps. There were presences of sharp parts and the customer may have performed intraperitoneal lavage. There was no harm or injury to the patient. The procedure was completed using a similar device.